Manufacturer narrative:
It was reported to intuvie that during preventive maintenance (pm) the infusion pump failed the flow rate test at 16.51% flow rate deviation. The passing specification for flow rate is +/- 5%. A review of the serial number history found no similar complaints. The failure mode is confirmed. The cause was determined to be a calibration issue. The device was successfully recalibrated and passed all required tests. CAPA-zm2023-07 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm) the infusion pump failed the flow rate test at 16.51% flow rate deviation. The passing specification for flow rate is +/- 5%. There was no patient involvement.

Manufacturer narrative:
During preventive maintenance, an intuvie infusion pump failed the flow rate test with a 16.51% deviation, exceeding the ±5% specification. Investigation confirmed a peristaltic motor failure as the probable cause. No similar complaints were found in the serial number history. Replacing the motor resolved the issue. Reference to complaint # (B)(4).